Manufacturer narrative:
MFR report #: 9617175-2025-00015. The adverse event was received as part of the us post approval study (pas). Details received from the achqc were: '1 wound purulent drainage. Time: within 30d of surgery. Device: liquifix precision 72014033. Location: USA'. No further information was available.. As per FDA 21 cfr 803.3, a 'serious injury' is defined as: 'an injury or illness that: · is life threatening; · results in permanent impairment of a body function or permanent damage to a body structure; or · necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.' Ams cannot conclude that this clinical adverse event was device-related. Although no medical intervention was confirmed, purulent drainage often indicates infection, which is a complication that likely requires medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Therefore, this event meets the definition of a serious injury and is being reported in the USA as a precautionary measure.

Event description:
MFR report #: 9617175-2025-00015. The adverse event was received as part of the us post approval study (pas). Details received from the achqc were: '1 wound purulent drainage. Time: within 30d of surgery. Device: liquifix precision 72014033. Location: USA'. No further information was available.